Manufacturer narrative:
(Facility name): (B)(6). The events of lymphoma-alcl-suspected and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected and seroma-late.

Event description:
Healthcare professional reported patient had seroma, negative for alcl, on an unknown side. Seroma repeated and capsule was sent to pathology. Alcl was diagnosed. The device has been explanted. Histopathological markers are not reported, and alcl cannot be confirmed. Therefore, the event has been captured as lymphoma-alcl-suspected. Treatment provided in the form of device explant and capsulectomy.